Manufacturer narrative:
Device evaluation: the product was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing record and complaint history were not reviewed since the serial number is unknown. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
A complete catalog # is unknown, as product serial number was not provided. Serial number was not provided. The intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted. Attempt (s) have been made to obtain missing information ; however, to date, no response has been received.

Event description:
It was reported that there are some small white deposits on the posterior side of the intraocular lens (iol). The patient has no visual complaints. No additional information was provided to abbott medical optics.